Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The service repair technician (srt) replaced the fraction of inspired oxygen (fio2) stepper motor. The unit operated to manufacturer's specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst), connected the electronic patient gas system (epgs) to a system 1 simulator. As the epgs powered on, the fraction of inspired oxygen (fio2) motor did not rotate its full range as it normally does on startup. A ¿knob adjust only¿ error appeared on the central control monitor (ccm) and the epgs would not calibrate. The pst temporarily connected a lab use only (luo) motor to the epgs and it rotated normally on startup. The pst checked internal connections but nothing was found that would cause failure. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The customer powered off/on the unit but the error message did not clear and the calibration button was still greyed out. Multiple calibrations were attempted but were unsuccessful. The field service representative (fsr) installed an epgs from his van stock. He tested and verified the new gas system. The unit operated to the manufacturer¿s specifications. Logs were returned to the manufacturer.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) would not calibrate and the ¿calibrate¿ icon was ¿grayed out¿. The message 'gas system - knob adjust only' was displayed. The manual knobs of the epgs were used for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.